Event description:
A user's mother reported a pod alarming after wearing for 2 days with brown condensation in viewing window. She stated that her son's blood glucose reading was high. She wasn't able to provide precise bg readings.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.